Event description:
Customer (hospital bio-med rep) called in to request contract service on a sc100 sn (B)(4). He stated that the unit gave rapid gas loss alarm while on a patient. No patient injury was reported. The pump was changed out. He did not have any patient information or balloon information.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service report: complete pm with full calibration, functional testing and safety check to factory specifications. Checked for codes; there were none. Made sure all the fitting were tight. All the leak tests passed. Connections tested. It had been pumping non stop for 2 1/2 hours. The unit ran the next day from 17:00 to 07:30 hours. It had pumped all night without an alarm. Problem may have been with the balloon used on the patient. (B)(4).